Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since the implant, patient was waking up constantly more at night and symptoms were worse at night than before implant. Patient noted that before it was consistently one time per night ,which had happened two times the night before but since the implant they were getting up at 1-2am and again at 4:30-5am, and not going back to sleep so patient was very tired. Patient noted that results were better for the trial. It was noted that patient is short and could not see the implant site, so their husband had to use the patient programmer for them. It was noted that patient is left handed and always grabbed the remote on the left side where the buttons are. It was reported that patient's husband had tried increasing stimulation, but this had not resolved the issue and patient thought they were at 1.5v at the time of the report. Patient wanted to know what programs were and a general overview of programming was given. Patient was redirected to follow up with the health care provider (hcp) to discuss symptoms and programming, and it was reviewed that the hcp could get technical assistance from medtronic. It was reported that patient had an awful rash on the back, further mentioning that they went to a dermatologist and it was determined that it was from whatever the hcp had used to clean the patient's back. The implant was the morning of the (B)(6) and the rash began about a day and half later. It was noted that an allergy was confirmed, however the patient was not really allergic to anything except cats. It was noted that patient would be asking the hcp what was used on their back at the appointment on (B)(6). It was noted that the situation was being addressed by the hcp. Patient also reported that therapy was suddenly turning off by itself. Patient stated that apparently the ins went off (B)(6) but they had no way of knowing that, and as a result patient had a return of symptoms, was going to the bathroom, having to change pads from 2am until they went to bed. Patient noted that they had used the pp the day before, mentioning that they grab the pp from the left side and may have touched the ins off button. No trauma/falls that could be related to the issue were reported. Patient had not had any recent medical tests or electromagnetic interference (emi) environmental exposure. Button use was reviewed, and it was suggested for the patient to keep a journal of the on/off incidents to help determine the cause if the issue continues or rule it out as unintentional button use. Ins off button use caution was reviewed. Patient also reported that they were upset about the training process because it was done while they were still under anesthesia. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the only thing the patient could think that caused the therapy and stimulator turning off by itself was accidentally touching the "off" button. The urinary symptoms weren't resolved at the time of the report.